Event description:
(B)(4). I have these sharp pains all over. Arms , feet, hands, my whole back hursts all the time. No energy and I keep smelling like a fungus or mold, when my period comes I feel like I'm catching a bug ... I'm just putting this down cause I don't remember if I put it on my other thing. I typed out of all the symptoms been going on for over two yrs or more. My memory sucks. Also "die" to this I can't remember dates or sometimes yesterday.